Event description:
She had synovial fluid removed twice [knee effusion] . Knee became swollen [knee swelling] .inflammation and pain in knee [knee pain] . Inflammation and pain in knee [joint inflammation] . Case narrative: initial information received on 20-dec-2021 from spain regarding an unsolicited valid serious case received from a pharmacist. This case involves (B)(6) female patient who had synovial fluid removed twice, knee became swollen and inflammation and pain in knee with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. In (B)(6) 2021, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) injection (lot, dose, frequency, route: unknown) for knee viscosupplementation. In (B)(6) 2021 the patient reported that her knee became swollen (joint swelling) (unknown latency) after starting use of hylan g-f 20 and sodium hyaluronate. On an unknown date after unknown latency patient had synovial fluid removed twice (joint effusion; seriousness: medically significant) and inflammation and pain in knee (arthritis and arthralgia respectively). Currently she continued to have inflammation and also pain in the knee. Action taken: not applicable for all events. Corrective treatment: fluid removed twice for joint effusion; not reported for rest of the events. At time of reporting, the outcome was unknown for joint effusion; not recovered for rest of the events. Additional information received on 20-jan-2022 from the patient. Case was updated to serious. Events of joint effusion, arthritis and arthralgia were added. Clinical course updated and text amended accordingly.

Event description:
Inflammation in knee [injection site joint inflammation] ([injection site induration], [injection site joint pain], [injection site joint effusion], [calcium pyrophosphate arthropathy], [polymorphonuclear leucocytosis], [injection site joint swelling]) synovial fluid removed twice [arthrocentesis]. Case narrative: initial information received on 20-dec-2021 from spain regarding an unsolicited valid serious case received from a pharmacist. The case is linked to (B)(4)(local-local case; same patient). This case involves 60 years old female patient who had she had synovial fluid removed twice and inflammation in knee with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient has a history of anxiety disorder and diverticula. Concomitant medication: escitalopram in 2021, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) injection (liquid solution) of strength 48 mg/6 ml, frequency: once (lot, expiry date, dose, route: unknown) for knee viscosupplementation and pain in the knee. Information on batch number was requested. In 2021 the patient reported that her knee became swollen (injection site joint swelling) (unknown latency) after starting use of hylan g-f 20 and sodium hyaluronate. On an unknown date in 2021 after unknown latency patient had synovial fluid removed twice (injection site joint effusion and aspiration joint; seriousness: intervention required) and inflammation and pain in knee (injection site joint inflammation and injection site joint pain respectively). Currently she continued to have inflammation and also pain in the knee. In 2021 after unknown latency, patient began to notice more and more intense pain and increase of volume in the site of the puncture. She was currently being treated with enantyum but had not noticed any improvement. Right knee had pain on mobilization and an increase in volume at the puncture site where the palpable induration (injection site induration), without erythema. Synovial fluid analysis revealed presence of calcium pyrophosphate crystals (chondrocalcinosis), red blood cell count of 15100 cells/ mm3. White blood cell count of 12920 cell/ mm3 with mononuclear percentage of 21% and polymorphonuclear percentage of 79% (leukocytosis), protein level of 3.5 g/dl and culture showed no presence of bacterial and fungal growth. Action taken: not applicable for all events. Corrective treatment: fluid removed twice and dexketoprofen trometamol (enantyum) for injection site joint inflammation. At time of reporting, the outcome was unknown for aspiration joint and not recovered for injection site joint inflammation. A product technical complaint (ptc) was initiated on 20-dec-2021 for synvisc one (lot/batch number: unknown) with global ptc number: (B)(4). Sample status was not available. Ptc stated: complaint: adverse event; preliminary assessment: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class had been updated to ii. Investigation: the product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi would continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) was required. The final investigation was completed on 20-jun-2023 and the summarized conclusion was "no assessment possible." Additional information received on 20-jan-2022 from the patient. Case was updated to serious. Events of joint effusion, arthritis and arthralgia were added. Clinical course updated and text amended accordingly. Additional information received on 28-jan-2022 from the physician. Events of injection site induration added. Symptoms of leukocytosis and chondrocalcinosis pyrophosphate were added. Clinical course updated and text amended accordingly. Additional information was received on 27-jul-2022. No new significant information was added. Additional information was received on 20-dec-2021 (actual csd for case is 20-dec-2021 however to avoid e2b error csd captured as 27-jul-2022 in general tab) by quality department: ptc details added, no new significant information was added. Clinical course updated and text amended accordingly. Additional information was received on 20-jun-2023 from healthcare professional via quality department. Ptc summary added. Upon internal review, pt coding of the events updated, symptoms updated. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated (B)(6) 2022: this case concerns a patient who received treatment with hylan g-f 20, sodium hyaluronate and later had an increase of volume in the site of the puncture resulting synovial fluid removal twice. Based on temporal relationship, causal relationship of the suspect in the occurrence of events cannot be denied. However, further information regarding patient¿s concomitant medications and technique used while administration of injection precludes complete medical assessment of the case.

Event description:
She had synovial fluid removed twice/ increase of volume in the site of the puncture [knee effusion] palpable induration [injection site induration] inflammation and pain in knee [joint inflammation] ([calcium pyrophosphate arthropathy], [polymorphonuclear leucocytosis], [knee swelling], [knee pain]) case narrative: initial information received on (B)(6) 2021 from spain regarding an unsolicited valid serious case received from a pharmacist. This case involves 60 years old female patient who had synovial fluid removed twice, inflammation and pain in knee with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient has a history of anxiety disorder and diverticula. Concomitant medication: escitalopram. In 2021, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) injection (lot, dose, frequency, route: unknown) for knee viscosupplementation. In 2021 the patient reported that her knee became swollen (joint swelling) (unknown latency) after starting use of hylan g-f 20 and sodium hyaluronate. On an unknown date after unknown latency patient had synovial fluid removed twice (joint effusion; seriousness: medically significant) and inflammation and pain in knee (arthritis and arthralgia respectively). Currently she continued to have inflammation and also pain in the knee. In 2021 after unknown latency, patient began to notice more and more intense pain and increase of volume in the site of the puncture. She was currently being treated with enantyum but had not noticed any improvement. Right knee had pain on mobilization and an increase in volume at the puncture site where the palpable induration (injection site induration), without erythema. Synovial fluid analysis revealed presence of calcium pyrophosphate crystals (chondrocalcinosis pyrophosphate), red blood cell count of 15100 cells/ mm3. White blood cell count of 12920 cell/ mm3 with mononuclear percentage of 21% and polymorphonuclear percentage of 79% (leukocytosis), protein level of 3.5 g/dl and culture showed no presence of bacterial and fungal growth. Action taken: not applicable for all events. Corrective treatment: fluid removed twice for joint effusion; dexketoprofen trometamol (enantyum) for arthritis; not reported for injection site induration. At time of reporting, the outcome was unknown for joint effusion and injection site induration; not recovered for arthritis. Additional information received on 20-jan-2022 from the patient. Case was updated to serious. Events of joint effusion, arthritis and arthralgia were added. Clinical course updated and text amended accordingly. Additional information received on 28-jan-2022 from the physician. Events of injection site induration added. Symptoms of leukocytosis and chondrocalcinosis pyrophosphate were added. Clinical course updated and text amended accordingly.